Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2005 and a mesh was implanted. The patient experienced pain, erosion, urinary problems, bowel problems, organ perforation, recurrence, and vaginal scarring. It was reported that the patient underwent a mesh explant on (B)(6) 2008. It was reported that the patient underwent a hysterectomy on (B)(6) 2012. No additional information was provided.

Manufacturer narrative:
Additional information: a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that patient underwent laparoscopic lysis of adhesions and laparoscopic rso on (B)(6) 2013 due to right ovarian cyst, pelvic pain and pelvic adhesions. It was reported that patient underwent laparoscopic lso on (B)(6) 2013 due to pelvic pain, pelvic adhesions and persistent left ovarian cyst. It was reported that patient underwent laparoscopic incisional hernia repair with mesh (ventralex st) and colporrhaphy on (B)(6) 2013 due to incarcerated incisional hernia. No additional information was provided. (B)(4).